Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging the pump was not properly updating the patient's dinner I:c ratio from the lunch I:c ratio when a bolus was being programmed. The reporter stated that when they backed out and attempted to program the bolus again the I:c ratio return to the expected value. The reporter stated that there was no blood glucose excursion as a result of this alleged malfunction. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15 -aug-2019 with the following findings:.during investigation, the bolus history was reviewed for 10/29/2014 all boluses recorded with correct I to c ratio of 12 or 15.2 the complaint regarding I :c ratio reverting back to lunch setting could not be duplicated or verified. The pump passed all required testing for delivery accuracy and I:c ratio. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.